Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the infusion set tubing disconnected from the cartridge tubing luer lock. Blood glucose (bg) meter read "high" and customer had large ketones. Reportedly, a healthcare provider considered the ketone level to be dangerous/life threatening. Bg was addressed with a manual injection. Reportedly, the customer connected a new infusion set tubing to address the event.